Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("implants broke"), pelvic pain ("pelvic pain") and menorrhagia ("extremely heavy periods / abnormal bleeding menorrhagia") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("coil was found in my underwear"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), vulvovaginal pruritus ("extreme vaginal itching"), abdominal pain lower ("heavy cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy - removal of essure implants and dilation and curettage), surgery (partial hysterectomy with bilateral salpingectomy -removal of essure implants and d and c) and surgery (in oct-2016 underwent ablation , dilation and curettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain, dyspareunia, vulvovaginal pruritus, abdominal pain lower, migraine, fatigue and weight increased outcome was unknown and the menorrhagia, headache, allergy to metals, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2005: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics added. Essure stop date updated. New events implants broke, coil was found in my underwear, abnormal bleeding (vaginal), migraines, dysmenorrhea (cramping), weight gain and fatigue were added. Event outcome of headaches and menorrhagia was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("implants broke"), pelvic pain ("pelvic pain") and menorrhagia ("extremely heavy periods / abnormal bleeding menorrhagia") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("coil was found in my underwear"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), vulvovaginal pruritus ("extreme vaginal itching") and abdominal pain lower ("heavy cramping"). The patient was treated with surgery (bilateral salpingectomy, removal of essure implants and d & c, removal of uterus with cervix), surgery (partial hysterectomy with bilateral salpingectomy -removal of essure implants and d and c) and surgery (in (B)(6) 2016 underwent ablation , dilation and curettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, device expulsion, abdominal pain, dyspareunia, vulvovaginal pruritus, abdominal pain lower, fatigue and weight increased outcome was unknown and the menorrhagia, headache, allergy to metals, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: current weight 237.5 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in b)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: event outcome of abnormal bleeding (vaginal, menorrhagia), headache, migraine and allergy to metal was updated as recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), menorrhagia ("extremely heavy periods"), headache ("headaches"), vulvovaginal pruritus ("extreme vaginal itching"), abdominal pain lower ("heavy cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (patient underwent a partial hysterectomy to remove the essure device). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, headache, vulvovaginal pruritus, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, headache, menorrhagia, pelvic pain and vulvovaginal pruritus to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.